Manufacturer narrative:
The field service representative visited the site multiple times to troubleshoot the issue. He first determined the cause to be fluidics failure due to corroded valves/cabling following fluid backup in waste system. The system was throughly checked and cleaned and pitch valves were replaced. On a second visit the following day, he replaced cabling from ise module pcb to mix, waste, dry and wash valves. Also replaced additional pinch valves. On a third visit in 2009, he found an issue with the peristaltic pump assembly which was replaced, along with ise tubing and adjustments to the mix/dry setting were made. At about 4 days later, he found an issue with the air control valves which were replaced, along with the sodium electrode. Performance checks were performed after service on each visit to verify analyzer performance.

Event description:
User experiencing ongoing issue with discrepant sodium results. Exact number of patients impacted is not clear. User received discrepant sodium results for one pt sample in 2009. Initial result gave 133; repeated twice giving 139 and 141 mmol per l. No erroneous results were reported.